Manufacturer narrative:
Beckman coulter field service engineer evaluated the unicel dxc 800 pro chemistry analyzer. The fse identified the failure mode as multiple hardware. The fse replaced the level sense bead, sample probe, wash collar, and sample syringe which resolved the issue. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous amphetamines (amph), acetaminophen (actm), and other drugs of abuse tests (dat) patient results on their unicel dxc 800 pro clinical chemistry analyzer. The customer repeated the sample on another system with results considered correct. There was no report of change to treatment, injury, or death associated with this event. Patient demographics were not provided by the customer. The customer verbally provided patient data for one (1) patient sample.